Event description:
Reference number (B)(4). Event country the united states. It was reported that the patient experienced the blockage in the infusion set tubing on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.